Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the wire of the 8mm mega suturecut needle driver (nd) instrument was broken. The procedure was completed with no reported injury. On (B)(6) 2024, isi obtained the following information based on a follow-up: there were cables visibly protruding from the distal end of the instrument. It was unknown if the protruding cables were responsible for opening/closing of the jaws or the up/down motion of the wrist. The instrument was inspected prior to use, and the wires were seen to be visibly broken. The instrument was not used during the procedure. No images or video recordings were available. No patient-related information was given.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.